Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 121 months after a left total hip replacement procedure, the patient underwent a revision procedure to address a painful left hip with osteolysis. Revision operative notes were provided. Postoperative diagnosis indicated a failed left hip. The surgeon performed debridement of extensive osteolysis on the acetabulum and to some degree on the femur with reconstruction of the acetabulum using allograft and bone filler. The patient was revised to a competitor¿s devices. No further issues or complications were reported. The patient was taken to the recovery room in satisfactory condition. No additional information is available.

Manufacturer narrative:
D10: 1859793 136-36-54 - nv gxl lnr, +5lat, 36mm g4-60/62mm cups, 2307472 164-02-11 - element-stem, collarless w/ha, high offset, sz 11, 2371127 170-36-00 - biolox delta femoral head 36mm od, +0mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01319, 1038671-2025-01937. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.